Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported similar complaints related to other devices from the same product code/lot number combination, see MDR's 1118880-2015-00228, 1118880-2015-00229, 1118880-2015-00230 and 1118880-2015-00231. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the following information: the tip of the sheath was all chewed up; it kinked too easily; the procedure was completed; and the patient was reported as doing fine.

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the sample evaluation results. (B)(4). A sheath was returned to the manufacturing facility for evaluation. Visual inspection revealed there was a major kink, and the distal tip of the sheath was noted to be heavily damaged. Evaluation of the retention samples from the reported and surrounding lots manufactured was conducted. Visual inspection confirmed there were no defects. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the sheath may have come into contact with scar tissue, calcification or difficult anatomy that caused it to become damaged and to kink. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.